Event description:
It was reported that eight days following a coronary artery drug eluting stenting treatment procedure, the patient died. The physician treated a tortuous 70% stenosed, severely calcified ostial lesion located at the bifurcation of the left anterior descending (lad) and the left main (lm) coronary arteries. Vascular access was via the radial artery. The lesion was predilated using a 2.0x20mm voyager balloon and deployment of a 2.75x32mm taxus express2 drug eluting stent. (Stent delivery was difficult due to resistance encountered during insertion). Then a 3.0x13mm high-pressure balloon (unknown type) was used to post dilate the stent. The ostium of the left circumflex (cx) was 50% stenosed and was dilated using a 3.0x13mm balloon (unknown type). A 2.5x23mm firebird drug eluting stent was deployed in the mid lad. A lesion located in the mid right coronary artery (rca) was treated with a 3.5x33mm firebird drug eluting stent. The final result of coronary angiography was good. The patient received asa and plavix prior to and following the procedure. Low molecular weight heparin (lmwh) was also used following the procedure. Eight days later the patient was reported to be "...in good situation until sudden death". The possible cause of sudden death was reported as subacute thrombosis in the lm. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.